Manufacturer narrative:
The customer indicated that discrepant platelet results were generated by the cell-dyn ruby analyzer compared to another laboratory's cell-dyn ruby analyzer. The customer submitted data which was not relevant to the patient data in question. Customer complaint data was reviewed and no adverse trends related to the customer's issue were identified. The cell-dyn ruby operations manual was reviewed and was found to adequately address the issue. Based on the limited information provided the investigation was inconclusive. The investigation did not identify a deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned discrepant platelet results generated by the cell-dyn ruby analyzer compared to results from another laboratory's ((B)(6)) cell-dyn ruby analyzer. On (B)(6) 2014 a platelet result of 11,420/ul was generated by the (B)(6) laboratory. The platelet result from the (B)(6) laboratory was 129,000/ul with nrbc/rrbc errors. On (B)(6) 2015 a platelet result of 6,260/ul was generated by the (B)(6) laboratory. The platelet result from the (B)(6) laboratory was 108,000/ul with nrbc/rrbc errors. The patient diagnosis is thrombocytopenia purpura. There was no report of impact to patient management.